Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The ipg had migrated and was hitting a nerve as confirmed by x-ray.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.